Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report of incorrect cutting wire orientation. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 10 o'clock. The device was then bowed and the cutting wire was facing 10 o'clock (appropriate orientation is approx 11:00 -1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to this observation was not found during our lab analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device". Other factor that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable". Prior to all distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and function test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to becomes available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp). The physician used a cook fusion omni-tome pre-loaded sphincterotome. There was some difficulties cannulating the papilla/common bile duct due to sphincterotome wrong orientation [incorrect cutting wire orientation]. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.